Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that earlier that day, the customer experienced an elevated blood glucose (bg) level in the low 400s range (mg/dl), due to drinking juice and not delivering a bolus for the juice. The customer delivered a correction bolus with the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to consult with their healthcare provider regarding bg level.